Event description:
It has been reported to the co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and before the stent was placed the occlusion balloon deflated. The device was removed and replaced with another to complete the case.